Event description:
It was reported that the pt experienced no stimulation and no therapeutic effect. Her pt programmer confirmed that her stimulation was on. Increasing her stimulation had no effect. The company representative confirmed that the pt was scheduled for a revision surgery in 2009. Further info is being requested from the hcp.